Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap. Gastric bypass- "upon passage of number of instruments, little piece of black seal torn off and fell into the patient. The piece of the seal was retrieved. " patient status - fine.

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot indicated that the lot passed all manufacturing and quality standards. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.